Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that the speed issue occurred. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During the procedure, when withdrawing the rotapro out of the patient, it did not turn off from the console and the advancer. Rotapro then had to be manually turn off from the power switch instead. Procedure was completed successfully, and no patient complications were reported.